Event description:
Note: event date is not known. The complainant reported in 2006 that a patient (age and gender unknown) underwent a biopsy procedure in the lungs. The physician used a radial jaw pulmonary forceps that would not 'close during the procedure.' The physician withdrew the radial jaw and endoscope together as one unit. Upon visualization there was a 'distal leak in the sheath of the endoscope. After receiving investigation results on november 28, 2006, this event was determined reportable due to 'broken cutters.' The physician finished the procedure using another radial jaw pulmonary forceps. The patient did not sustain any complications or ill effect as a result of this issue.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Evaluation: the device was returned to the manufacturer for evaluation on 10/17/2006. Visual analysis of the device revealed a broken cutter. Functional check was not performed due to the bent cutter. The complaint is confirmed. The root cause of the broken cutter is due to material cold flow. DHR review for lot 8406930 revealed no abnormalities during manufacturing. Bsc will continue to monitor for trends.